Event description:
It was reported the right ventricular (rv) lead was explanted and replaced due to a product experience issue. Follow-up was conducted to obtain information on the event but the attempts were unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. This lead was included in the field action but returned product testing has not been completed; therefore, it could not be determined if this lead performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analysis revealed the proximal and distal conductors of the lead developed a fracture due to flexing while in vivo.